Manufacturer narrative:
The field service engineer checked the wash system and found several nozzles were sticking up. He removed, cleaned, and adjusted tubing to allow free movement. He found both sample probes were not being washed at the tips so he adjusted them. The investigation is ongoing.

Event description:
There was an allegation of questionable alb2 albumin gen 2 results for qc material and patient samples from the cobas 8000 c702 module. The field service engineer replaced and adjusted the gear pump head. The ultrasonic mixers had excess buildup and were removed, cleaned, and replaced. The lamp was changed and a photometer check and cell blank were performed ran and passed. The customer ran calibration and qc that were in specifications. After the service visit, for one sample the initial result was 15.2 g/l and the repeat results on their other line were 47.8 g/l and 48.8 g/l. It was requested, but unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 619906. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative performed preventive maintenance. The customer had maintenance performed on their di water system including changing the uv lamp. Quality control was then acceptable. The investigation determined that the service actions resolved the issue.